Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (250 mcg/ml at 25 mcg/day), clonidine (925 mcf/ml at 92.46 mcg/day) and bupivacaine (30 mg/ml at 2.99 mg/day) via an implantable infusion pump. It was noted that the patient has not had consistent relief during use of the last two years. The pump logs were pulled and multiple motor stalls and recoveries were noted: on (B)(6) 2019 - recovered after 9 minutes; on (B)(6) 2019 - motor stall 0743; on (B)(6) 2019 - motor stall recovered 0726; on (B)(6) 2019 - motor stall 0653; on (B)(6) 2019 - recovered 1524; on (B)(6) 2019 - motor stall; 1439 and on (B)(6) 2019 - recovered 1415. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed and the catheter was deemed as patent. The pump was explanted and was in the possession of the hospital at the time of this report. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.